Manufacturer narrative:
(B)(4). Upon further review of the information obtained during baxter's investigation, it was revealed that the leak was from the drain bag; therefore, it has been determined that the circumstances reasonably suggest that the device malfunction and/or use error reported in this incident would not likely cause or contribute to a death or serious injury were it to recur.

Event description:
This is an international report of a drainage set that leaked. It was not known where the leaked occurred from but it damaged the hp's carpet. The patient was involved but did not suffer or experience and harm.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Two used drain bags were received in reference to the leak. The complaint was confirmed in the lab for leak. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The problem was confirmed due to the drain bags having punture marks/holes which caused the leak.